Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the scs stopped working twice that week ((B)(6) 2018). This occurred once while the patient was standing at the store and the second time occurred when they were walking in the park. The patient stopped feeling stimulation at that time. They went home and verified with the programmer that it was on. The patient turned the scs off and back on again. It was stated that now the device was working. It was unknown if there were environmental factors that led to the issue. The patient did not want to be seen in the office for troubleshooting because the consumer stated that it was working. No further complications were reported.